Event description:
It was reported that the patient was uncomfortable with the location of the pocket site. The patient underwent an implantable pulse generator (ipg) replacement procedure and pocket site repositioning. The patient was doing well postoperatively and the explanted device was kept by the facility.